Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoirs have leaked. Insulin leaked into the reservoir compartment. Customer stated that his blood glucose has been high. Nothing further reported.